Event description:
Please refer importer report # 3006639916-2013-00133.

Manufacturer narrative:
Document review: amistem h femoral stem size 6 lat - ref. (B)(4) / 120533 (50 stems produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. The 24 stems belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, we do not have evidences that the event is device related.